Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patent went to the clinic after receiving several shocks. Upon interrogation of the device, one episode in vt and several episodes in vf zone were observed. Vt episode was treated with shock effectively and two atp were not. Right after shock was delivered and during the return to sinus, non-sustained noise on the rv sensing channel was noted. One minute after the real vt, the noise became sustained and triggered the vf episodes, causing several inappropriate shocks and anti-tachycardia pacing (atp) therapies. The physician turned off the high voltage therapies and hospitalized the patient. Externalized conductors were observed under fluoroscopy. The patient was transferred to different hospital for lead extraction. During the extraction procedure, the rv lead broke below the svc coil, while the tip and the rv coil remained in the right ventricle. The physician elected to extract the lead terminal portion from the femoral vein with needle's eye snare (cook medical), but during the maneuvers the snare got stuck in the tricuspid valve. The patient was transferred to the cardio surgery operating room and both the snare and the rv lead were removed surgically. The patient was in critical condition and later expired.